Manufacturer narrative:
Other, other text: additional information: d4 UDI and g5 are unknown. No product information has been provided to date.d5 h6. D4 catalog number. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Three (3) samples were received in used conditions, with their original lid and with their certificate of decontamination. Samples were filled with 5 cubic centimeter of air according to procedures to wee if there was nay functional problem. When the samples were inflated with air, the pilot balloon inflated but all the air was stuck it. According to the instruction for use (IFU) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically. The complaint was not confirm. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed, corrected data: d1 d2 d3 g1.

Event description:
(B)(6) 2021 MDR=yes tracheostomy/silicone - bivona tubes neo/ped flextend cuffs were not inflating and baby was reported to have respiratory distress during feeding. It was then decided to have trach change but found four cuffs not inflating. The change out was done an extra atrovent was required to stabilized baby. Product may have caused or contributed to serious injury. No additional adverse patient effects. This event is considered a serious injury reportable.

Manufacturer narrative:
Other text: correction made on b 5 event.

Event description:
Information received a smiths medical tracheostomy/silicone bivona tubes neo/ped flextend cuffs were not inflating when tested. The report by a nurse stated the baby was having respiratory status worsening with feeding and oxygen needed to be increased with patient suctioned and percussed supine and prone. Rtt was summoned and a trach change was done, after four times trying the patient required atrovent extra dose with report of patient resting comfortable after intervention.